Event description:
The balloon had a pinhole.

Manufacturer narrative:
The actual device in the incident was returned to the manufacturer for evaluation. Visual inspection shows blood on the catheter unit and on the balloon. A 1.5cc syringe was attached to the balloon extension. Visual inspection also shows that the unit does not have a pinhole, but it appears to have been torn. It appears that the damage to the balloon was possibly attributed to inserting into an introducer and is not attributed to the manufacturing process of the part. However, no specific conclusions can be drawn.